Event description:
It was reported that pump displayed malfunction alarm code 1 with fault ID 12, and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions on how to reset pump, successfully reset pump with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.